Event description:
It was reported that the procedure was performed to treat a lesion in the left common iliac artery with heavy calcification and small vessel diameter. The 8.0x59mm omnilink elite stent delivery system (sds) was advanced to the lesion, but resistance with the calcium and narrow vessel anatomy was noted. The sds was removed for pre-dilation. Yet, during withdrawal, the stent dislodged in the left iliac artery and was retrieved with a snare, noting the stent became mangled during snaring. Next, the vessel was dilated with an unspecified balloon dilating catheter, and intravascular lithotripsy was used followed by implantation of a non-abbott stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported material deformation (stent damage) was not confirmed as the stent was not returned for analysis. The reported difficult to advance/position could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation determined the reported difficulties and subsequent unexpected medical intervention appear to be related to circumstances of the procedure, as it is likely the device interacted with the narrow vessel and heavily calcified lesion during advancement, as resistance was noted, causing the reported difficult to advance/position. Further interaction with the challenging anatomy during retraction of the device likely contributed to reported stent dislodgement. The stent was retrieved with a snare, but became mangled during snaring, likely causing the reported material deformation (stent damage). The observed material damage (flared tip) likely occurred while inserting the catheter over the guidewire. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.